Event description:
Topcon aladdin biometer is randomly changing the lens constants on print-out without user input. This is causing the wrong calculation to be displayed. I caught the error and contacted topcon and left a vm but they never returned my message. If I had not noticed the incorrect lens constant, pt could have ended up with incorrect lens implant power in the eye. Would like to make sure this serious glitch doesn't cause injury to other pts of other ophthalmologists who may not be aware of this problem. FDA safety report ID# (B)(4).